Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). The device has not been returned for manufacturer evaluation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to a right medial tibial plateau fracture. No further information is available at this time.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported the patient was revised due to a right medial tibial plateau fracture and loosening of the tibial tray after a fall. All components were revised. No further information is available at this time.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.